Manufacturer narrative:
A sample was received for evaluation. The lot number was not originally reported; however, the sample contained lot 161480008. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A functional test was performed and the reported issue could not be confirmed. The sample changed to yellow when co2 was detected. Because the reported issue could not be confirmed, a root cause could not be determined. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/10/2017.

Event description:
The customer reported the co2 detector did not change color indicating it was being placed incorrectly and the feeding tube entered the lung causing a pneumothorax.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.